Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic endobronchial ultrasound (ebus) bronchoscopy procedure, the bronchofibervideoscope displayed a scope communication error message (e216). The patient was under sedation at the time of the malfunction. The intended procedure was completed using an olympus backup device of the same type, with a procedural delay of less than 30 minutes. No patient harm was reported in association with this event.